Event description:
The customer received questionable creatinine results for one patient sample. The reagent involved in the issue was creatinine jaffe, lot number 63933301. The initial creatinine result was 3.5 mg/dl. This result was reported outside the laboratory. The doctor questioned the result and the laboratory repeated the sample using a different analytical p module. The repeat result was 2.5 mg/dl and was reported outside the laboratory in a corrected report. The same sample was repeated again using the original p module, serial number (B)(4) and recovered 2.4 mg/dl. The patient was admitted to the emergency room based on the original creatinine result. The customer did not know if any treatment was provided or the patient's condition and will not have this information. No adverse events were reported. The field service representative did not determine a cause. He checked the sample and reagent probes, the stirrer paddles and the pressures of various parts of the analyzer. The field service representative replaced the vacuum pump diaphragm since it was due to be replaced. The field service representative ran a precision test which was within specification.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Insufficient information was provided to determine a specific root cause. Quality controls and precision checks were within specified ranges .